Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported that the insulin pump was cracked beginning at the battery compartment. Customer also reported that a piece of the battery compartment had chipped off. Blood glucose level was 255.6 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump was received broken battery tube threads, cracked belt clip slot, cracked reservoir tube lip, minor scratched display window and a stained end cap sticker. The insulin pump passed functional test.